Event description:
The physician was attempting to deploy a 10mm diameter x 40mm length complete se stent to the left common iliac. As the stent was being deployed, it jumped forward and obstructed the right iliac take off. Another complete se stent was then implanted to the left common iliac. The patient ended up with 2 complete se stent implanted one to each common iliac. The lesion had 90% stenosis, was non-tortuous with no calcification. The lesion was pre-dilated and the stent position was re-checked prior to deployment. The patient is reported to be good post procedure and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: no root cause for event can be determined. Device eval: the delivery system was returned for evaluation. The red safety tab was not present and the slider grip was retracted. Approximately 1cm of the inner member proximal to the distal marker band was exposed. Blood residue was evident on the handle and on the distal tip.